Event description:
A doctor's office alleged that six (6) patients had experienced a debonding of restorations after placement with the maxcem elite clear product. This is the third of six (6) reports.

Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the debonding, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in section d-4 of this report. The lots involved in the alleged incidents include lot numbers 4789546 and 4803743. Upon the patient's return visit on (B)(6) 2013, the doctor re-cemented the crown for tooth #4 using a different product, without further incident. To date, the patient is doing fine. Adhesive strength tests of the returned products were evaluated, yielding results within specifications. A DHR of lot numbers 4789546 and 4803743 review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.